Event description:
A medtronic navigation representative reported that while in a cranial fess procedure, the system was not accurate after draping the patient and switching to sterile instruments. The surgeon didn't wish to re-register the patient and proceeded without navigation. Case was successfully completed, no negative impact to patient.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.